Event description:
The pt was being treated with electrotherapy stimulation when they suffered a burn in the area of the treatment under the application electrodes. The area of treatment was not provided. The clinician applied the treatment and instructed the pt on how to adjust the treatment intensity. The pt completed the treatment. Upon removal of the treatment electrodes, the clinician noted a burn under one of the treatment electrodes. The degree and size of the burn is unknown.

Manufacturer narrative:
The customer did not return the device for evaluation. Since the device was not returned for evaluation, no root cause can be determined. Additional info will be provided via the form 3500a, if required. Reference report: 1022819-2008-00247.